Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) pump exhibited lower than normal power. The pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a sudden drop in power consumption on august 16, 2018 to parameters below operating range, followed by a sustained increase in power consumption to parameters back to normal operating range. 101 low flow alarm have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.